Event description:
It was reported that during a right common iliac stenting treatment procedure with an express biliary ld stent system, the balloon ruptured during deployment and the stent was only partially deployed. The stent delivery balloon was removed and the post-dilatation was completed with 2 ultra thin diamond balloons. Successful stent deployment was achieved with no pt complications. The pt condition is reported as "fine."

Manufacturer narrative:
The device has been rec'd for analysis, but requires add'l investigation which is not complete at this time.